Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, a rewind, load, and prime sequence were completed successfully and the pump was exercised for 24 hours without alarms occurring. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. (B)(6).